Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures. Based on the information received, the cause of the reported high temperature message and subsequent cancelled procedure could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During a radiofrequency ablation procedure a cancellation occurred due to a high temperature error message. The issue was not resolved and the procedure was cancelled.

Manufacturer narrative:
Additional information: one 4 lesion nt2000¿ pain management rf generator was received. As received, the generator successfully booted to the main screen. The boot sequence was followed as anticipated and passed the self-test. The generator was power cycled several times and the touch screen functioned as designed. Sensory, motor, lesion, pulse and dosed modes were tested and no anomaly was observed. Temperature calibration test was performed and no anomaly was observed. All the ports functioned normally and no high temperature error message was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the high temperature error message and subsequent cancelled procedure could not be conclusively determined.